Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a depleted battery alarm. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Confirmed customer complaint with low battery error. Tested the battery and replaced it with a new battery. Replaced software updated to v1.6.5 configuration reset to standard. Pump passed all performance verification tests.